Event description:
The gynecologist was using the novasure disposable device and the novasure machine for an endometrial ablation procedure. The disposable device was inserted into the uterus and the settings, which were provided by the gynecologist, were entered into the machine as instructed. The ablation procedure started normally, however, around 10 seconds into the ablation, the machine shut down with no warnings or alarms. The device was removed from the uterus, turned 'off' and then back 'on', the settings were entered once again and ablation was restarted. Again, the same exact occurrence (as noted above) happened a second time. This occurred approximately four separate times. The handpiece was discarded and gynecologist completed the procedure with a resectoscope and rollerball cautery.